Event description:
It was reported that there was occasional oversensing and undersensing noted on the stored electrograms of the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.